Manufacturer narrative:
A field service engineer was dispatched and rebooted the system, which resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a leak in the chemistry cartridge (cc) sample and the reagent probes were dripping located in the unicel dxc 800 pro synchron chemistry analyzer. The leaking hardware may cause incorrect results or operator exposure to chemicals or biohazards upon reoccurrence.